Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a monarc subfascial hammock mesh system on (B)(6) 2010 to treat stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff experienced injuries, including, but not limited to, pain, discomfort, dyspareunia, recurrence of prolapse, and worsening incontinence. Plaintiff¿s attorney also alleged plaintiff suffered debilitating injuries including mental anguish and permanent injury.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.